Manufacturer narrative:
Device evaluated by MFR.,returned product consisted of an nc quantum apex balloon catheter with no packaging or other devices. The catheter was visually and tactilely inspected and no damage or irregularities were noted. Functional testing was performed using an inflation device filled with water connected to the inflation port. A stream of water emitted from the balloon indicating a balloon leak. Examination under magnification revealed a balloon pinhole 19mm from the distal tip. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to predilate the lesion. On the first inflation at 14 atmospheres for 10 seconds the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to predilate the lesion. On the first inflation at 14 atmospheres for 10 seconds the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.